Event description:
We are reporting 6 devices (all of the same manufacturer) with this one report. Our facility purchased new neptune 2 waste disposal units for our operating room in march, 2010. As of today, there have been 6 of the 12 devices purchased that have had this problem. Staff have noticed that as they are pushing the device on tiled flooring, the castor wheels are catching on the bottom edge of the device. As a result, the wheels are bending inward and making it so that the wheels on the device will not roll as intended. Staff's solution has been to contact the manufacturer rep, who comes out and replaces them with a new castor wheel. Or and biomed staff feel that this is a design issue that could be modified to prevent this from happening. Of the 12 devices purchased, half of them have had this happen & the manufacturer has replaced the castor wheels on them. The manufacturer is aware of this problem, but has not offered a solution other than to call them to have the wheels replaced. No patients or staff have been injured. All of the involved units are the neptune2 waste disposal unit 14-421 made by stryker.======================manufacturer response for waste disposal unit, neptune 2 (per site reporter)======================the stryker rep has been contacted in each event.